Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a communication issue between the phone and sensor the customer reported no adverse event. The event involved product(s) mmt-8400. Troubleshooting was performed and the customer stated that unable to resolve with existing troubleshooting or labeled instructions, so the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8400.

Manufacturer narrative:
An attempt to reproduce the reported event using the iphone 13 and ios 17.1.2 was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in d00422657, version e. We were unable to conduct a thorough investigation due to the lack of application diagnostic logs details that are necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. However, based on our assessment, we believe that the customer experienced the issue because of entering a wrong passcode or because of a defective sensor. Additionally, the helpline informed that the customer has confirmed that it works fine after replacing the sensor, so it appears the previous sensor may have been defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.